Manufacturer narrative:
Correction: the device was electively explanted; therefore, this device is no longer considered to be reportable.

Event description:
Additional information indicates that the system explant was due to lead migration. The ipg explant was elective.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient¿s ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on an unknown date to address the issue.